Manufacturer narrative:
Complaint conclusion: the trufill dcs syringe ii/lot unknown) could not be tightened onto the orbit coil system. The same coil was used successfully with another syringe. The affiliate is not sure if this was related to locking mechanism on the syringe that could not be locked. The returned device was analyzed by atrion. It was visually inspected and no defects were noted. The male luer connector of the inflation device was checked dimensionally with a go/ no-go gauge and verified to meet iso 594-1&2 standard requirements. The device was then connected to a test fixture and functionally tested, including five open/close cycles of the locking mechanism. No issues were noted with the locking mechanism, and no leakage was noted around the luer lock or any other location of the device. The device functioned per specification. Atrion current manufacturing controls include 100% testing for leakage (positive pressure and vacuum) after manufacture using ultra high purity nitrogen gas. Devices that pass this test are marked by automation for identification (devices that fail are not marked). The returned device was marked, indicating the functioned properly when it left our facility. A review of the device history records for the complaint lots indicated that the devices were manufactured under normal operating procedures. All final assembly devices were sampled, inspected, and accepted per procedure. The reported inability to tighten the syringe was not confirmed; the device was the luer connector of the inflation device was checked dimensionally with a go/ no-go gauge and verified to meet iso 594-1&2 standard requirements. In addition, the device was connected to a test fixture and passed functional testing for opening and closing of the locking mechanism. No issues were noted with the locking mechanism; and no leakage was noted around the luer lock or any other location of the device. The leakage test is very sensitive and capable of detecting a very minute breech in system. There were no manufacturing issues found on the returned device. The records indicate the device met specifications prior to shipping and the returned device met specifications. The reported event was not confirmed. Therefore, no corrective actions will be taken.

Event description:
As reported, the release pump cannot be tightened. It was further explained as the syringe luer hub (trufill dcs syringe ii/unknown) could not be tightened onto the orbit coil system. The same coil was used successfully with another syringe. The affiliate is not sure if this was related to locking mechanism on the syringe that could not be locked.

Manufacturer narrative:
The product device is expected to be returned; thus additional information will be submitted within 30 days of receipt.